Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the console displayed errors 302.13 (fiber not present), 611 (chiller process fault), 660 (chiller temp. Fault) and 831 (interlock during warmup) after 80 kilojoules were expended. There were no patient consequences; however, the patient was sedated, and the procedure had to be cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information provided, cause not established was selected as the most probable cause for the complaint.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the console displayed errors 302.13 (fiber not present), 611 (chiller process fault), 660 (chiller temp. Fault) and 831 (interlock during warmup) after 80 kilojoules were expended. There were no patient consequences; however, the patient was sedated, and the procedure had to be cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.